Manufacturer narrative:
Part: 317.320, lot: f-25028, manufacturing site: (B)(4), supplier: sphinx werkzeuge ag, release to warehouse date: 01 july 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: the 1.1mm drill bit/mini qc with 12mm stop/44.5mm (product code: 317.320 & lot no: f-25028) was received at us customer quality (cq). Upon visual inspection, it was observed that the device's cutting feature was broken off at the proximal end of cutting feature. The broken piece was not returned to us cq. Thus, the complaint condition was confirmed. Device failure/defect identified? Yes. Dimensional inspection: the dimensional inspection cannot be performed due to post-manufacturing damage. Document/specification review: the following drawing was reviewed: (current & manufactured). No design issues or discrepancies were identified. Complaint confirmed? Yes. Conclusion: the overall complaint was confirmed for the received device as the device's cutting feature at the distal end was broken off. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 the patient underwent a surgical procedure. During the procedure, when drilling the skull, the drill bit broke. It was unknown if the surgery was completed successfully. The patient outcome is unknown. This report is for (1) 1.1 drill bit/mini qc with 12 stop/44.5. This report is 2 of 3 for (B)(4).